Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, pt could not take a step and was crippled/on a wheelchair after receiving treatment with synvisc. Although, the role of device cannot be ruled out based on temporal and anatomical proximity; however, information regarding concomitant medication, pt's history of allergies to drugs is requested for better assessment.

Event description:
This serious unsolicited device case from united states was received on (B)(6) 2013 from a pt. This case is cross referenced with case ID: (B)(6) (same pt). This case involves a (B)(6) year old male pt who crippled, could not take a step, whose cones were grinding and crunching (joint crepitation) and his knees were very bad (knee pain) after receiving treatment with synvisc injection. Past medical history included many accidents (he was formula 1 race car driver) with broken body parts and burns (some very severe). The pt concomitantly had chronic pain and his right knee was bone on bone. The pt previously received synvisc series and experienced "pissing pure blood, not drops/urinated bright red blood", "ill" and injection was painful". No concomitant medications were reported. On an unk date (about 1-2 years ago), the pt received treatment with synvisc injection (route, dose, batch/lot number and expiration date not provided) into an unspecified knee for an unk indication. On an unk date since the pt received synvisc injection, the pt's knee was very bad and he was unable to take a step as his knee bones were grinding and crunching which left him crippled. It was reported that the pt was on a wheelchair and stopped the treatment with synvisc afterwards. Action taken: permanently discontinued (as the pt only received 1 injection of the series). Corrective treatment: hydromorphone hydrochloride (dilaudid) and morphine sulfate (ms contin) for knee pain. Outcome: crippled/on a wheelchair: not recovered/ not resolved. Could not take a step, whose bones were grinding and crunching (joint crepitation) and his knees were very bad (knee pain): unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: the event of crippled/on a wheelchair and could not take a step (abasia) were assessed as serious per the new ime list.